Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor passed with accurate readings.

Event description:
It was reported that the customer received eight or nine calibration errors from his sensor, and his blood glucose level was 115 mg/dl while his sensor glucose level was reading as 40 mg/dl. Standard troubleshooting was performed. The customer stated the sensor felt uncomfortable. It was discovered that the sensor's cannula was bent. The product has been returned. Nothing further was reported.